Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to implant a left atrial appendage closure device using a versacross rf wire the wire punctured the decending aorta. Because the patient had previously had an atrial septal defect closed with a device, the transseptal puncture had to be performed low and posterior. Radio frequency energy was applied, and the wire crossed into the left atrium. The physician then observed the wire was in the descending aorta on the transesophageal echocardiogram (tee). The procedure was stopped. Protamine was administered and a surgeon placed a stent into the aorta to prevent bleeding when the wire was removed. A gastroenterologist performed a scope of the esophagus and confirmed no perforation of the esophagus. The patient was then transferred to the ICU and underwent a computed tomography angiography. Pericardial effusion and mediastinal hematoma were observed, but there was no active bleeding and no interventions for the effusion or hematoma were reported. The original procedure was cancelled. The event is considered to be still ongoing, however, the patient is expected to make a full recovery. The wire is not expected to be returned as it was disposed of by the site.